Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found to be dislodged. As treatment, corrections of 4 units, 5 units and 8 units were attempted to be delivered by the pod and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. The download data from the pod contained no timeouts, drive stalls or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.the product was returned with a different lot number than was reported and noted on the initial MDR. Lot number changed from unavailable to pd1k06232111. Expiration date changed from unavailable to 12/23/2022. Unique identifier (UDI) # changed from (B)(4). Device mfg date changed from unavailable to 6/23/2021